Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of an intramural hematoma. The left iliac system was very small. The left common iliac measured 6mm. The left external iliac artery measured 5.5-6mm down to the left common femoral artery. Cut down was done on the left common femoral and the decision was made to try the device without a conduit. Two valiant stent grafts were placed at 2cm distal to the left subclavian artery down to 1.5cm above the celiac artery. The valiant stent grafts were delivered with success and no problems in the thoracic aorta. It was reported that the final angiogram showed a dissection in the proximal left common iliac artery down to the common femoral artery at the level of the inguinal ligament. It is unknown which device caused the dissection. The physician placed another manufacturer¿s 8mm x 10cm graft from the aortic bifurcation to the inguinal ligament with no balloon pta. The sentrant sheath was taken out and the artery was closed. The left foot was checked for pulses and had diminished pulses. The artery was opened back up and explored. An angiogram was done from the right with an up and over technique. It showed the dissection below the stent. The artery was closed back up and the angiogram showed the dissection was now opened back up. The pulses were checked and blood flow was re-established to the left foot. At this time the groin was closed up and the patient was sent for observation. The patient had normal pulses. A follow up CT scan was done and the patient was discharged since the CT scan looked good. The patient was brought back to the or for a patch graft for the dissection. The patient's foot had diminished pulses and was turning cold. The physician did the patch graft on the left common femoral. The physician reported that the patient's foot was fine with pulses. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).